Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced syncope. It was noted that the right ventricular (rv) lead exhibited oversensing and high thresholds. The right atrial (ra) lead had exhibited occasional undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.